Event description:
It was reported that the tip of the guide wire inside the mst was found bent upon opening the package. (B)(6) 2021: the returned guidewire was kinked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. Bends were observed in the guidewire approximately 1.5 cm and 1.7 cm proximal to the distal tip. No breaks were found in the guidewire during tactile evaluation. A microscopic observation revealed kinks in the coiled wire near the location of the bends in the guidewire. While the exact cause of the damage observed in the returned guidewire could not be determined, possible causes include damage during packaging, handling, or use. A lot history review (lhr) of redv2724 showed no other similar product complaint(s) from this lot number.